Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated and the evaluation of the event is still ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit was not working properly. The pressure was not coming during a therapeutic laparoscopic (lap) cholecystectomy procedure. The procedure was completed using the same set of equipment and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, it is presumed that gas leaked due to the failure of the primary pressure reducer. The root cause could not be identified. Olympus will continue to monitor field performance for this device.